Manufacturer narrative:
Our field service engineer (fse) investigated the anesthesia system on site. According to the troubleshooting, no parts were replaced due to the reported issue. The fse performed preventive maintenance, cleaned the patient cassette, replaced the maintenance kit for the patient cassette and the safety valve. After the service, the machine passed all functional and safety tests. The root cause of the reported issue could not be established by this investigation.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the anesthesia workstation generated alarms indicating a high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).